Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was used during a transobturator vaginal tape procedure performed on an unknown date. According to the complainant, on (b)(6 2016, the patient felt vaginal pain and it was resolved when the vaginal portion of the tape was removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.